Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in a pt with moderate vessel tortuosity and calcificaton in 2001. It is reported that during deployment of the bifurcated stent graft, the runners were extremely hard to pull back. While pulling back the runners, it is reported that the sheath "recaptured" the graft. A 16 french sheath was inserted in the contralateral side to stabilize the stent graft. Once the 16 french sheath was used to stabilize the graft, the runners pulled back without difficulty. It was reported that no aortic cuff was needed and the physician had outstanding results. No add'l clinical sequelae were reported and the pt is reported as being fine. Returned goods investigation reveals no device issues related to the complaint.